Event description:
Protect study report. Device malfunction: none. Symptoms/ae: infection. Time of symptoms/ae: approximately 5 months post vessel closure. It was reported that approximately five months post vessel closure of the right common femoral artery, the patient presented with a right groin cyst. The patient was referred to a surgeon who performed an incision and drainage of the infected right groin cyst in 2008. The following month, the patient returned to the surgeon with an infected cyst below the initial cyst. Drainage of this cyst was performed. The patient was instructed to use warm soaks and continue on antibiotics. The patient returned to the surgeon in the same month, and the cysts were closed, the tissue was soft, and the site was non-tender and without drainage. The cysts were located in the tissue and did not affect the artery. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Reportedly, the starclose clip remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.